Event description:
The hospital reported that during preparation for a coronary artery bypass procedure, five heartstring iii seals were stuck in the loader. A replacement device was used to complete the procedure. The hospital did not report any patient effects. Refer to MFR report #s 2242352-2013-01393, 2242352-2013-01394, 2242352-2013-01395, 2242352-2013-00453 for the related reports.

Manufacturer narrative:
The device was returned to the factory for evaluation. It shows no signs of clinical usage and no evidence of blood. Visual inspection determined that the delivery device was returned outside of the loading device. The tension spring assembly and the seal were inside the body of the loading device, the seal was under the window. The green slide lock and the white plunger were not depressed on the delivery device. Based upon the received condition of the device, the reported complaint was confirmed for failure to load. A lot history record review was completed for the reported product lot number. There were no nonconformance issues with this production lot. (B)(4).